Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the pt felt pain in the arm during infusion. They were sent to radiology for x-ray and PICC was found severed. Distal end of right atrium. The PICC was removed, and retrieval was required to get distal end of PICC floating free.